Manufacturer narrative:
(B)(4)

Event description:
The customer complained that quality controls (qc) were out for multiple assays on the cobas 6000 c (501) module. The customer opened the top cover of the module and saw water pooling around the reaction cells. The customer mentioned that the staff on the previous shift questioned ise results that were not reported outside of the laboratory. No specific ise results were provided. The customer provided erroneous results for 2 patient samples that had been tested for calcium. The erroneous results were not reported outside of the laboratory. Patient 1 initial calcium result was 6.1 mg/dl. The repeat result was 8.5 mg/dl. Patient 2 initial calcium result was 6.3 mg/dl. The repeat result was 8.5 mg/dl. The repeat results were believed to be correct and were reported outside of the laboratory. No adverse event occurred. The calcium reagent lot number and expiration date was not provided. The field service engineer (fse) visited the customer site where the rinse mechanism was crashing into reaction cells. A reaction cell segment was found on the reaction cell table drive. The fse removed the reaction cell from the table drive and performed a cell blank measurement. The customer ran qc and the module was operating per specification. The fse returned to the customer site and identified a damaged diaphragm. The diaphragm was replaced on (B)(6) 2017. The customer performed calibration and qc. Precision testing was performed on 25-oct-2017. The module was operating per specification. The customer declined to provide additional information as the issue was resolved by the fse.

Manufacturer narrative:
The customer clarified that there were no erroneous ise results. The investigation determined that the issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
The customer has not had any further issues since the service visit.